Manufacturer narrative:
Other text: one ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by connecting it to o2 supply, cycling device for an hour. Device was then disconnected and reconnected to o2 hose, then powered on again. The reported customer complaint has been confirmed; continuous flow was found with the second attempt at cycling. This was a result of a faulty component within the input manifold assembly and the problem source was determined to be unknown.

Event description:
Information was received that device intermittently not cycling properly (inhale but not exhale test lung). If o2 is disconnected and reconnected it cycled properly. Incident happened when the rt was setting up the unit prior to putting it on patient and noticed the unit was not cycling-just stayed stuck on the inhale phase. No patient involvement.